Event description:
It was reported that after the transseptal puncture portion of a pulse field ablation (pfa) procedure the physician identified cardiac tamponade. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).